Event description:
It was reported that the drive support cap was protruded, and the customer pushed back into place. The mother mentioned that the customer experienced high blood glucose of 597mg/dl, and his glucose level was treated with a manual injection. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.